Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analysis noted the returned stylet was kinked. Stylet insertion test was performed using a stylet sample. The stylet could not pass the coil lumen any further at distance 20cm. Destructive analysis was performed, blood obstructed inside the coil lumen was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician could not insert stylets into the pacing lead. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.